Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the ultrasound gastrovideoscope, it was observed that the forceps could not be inserted at all, due to damage to the forceps channel, and the adhesive around the acoustic lens was chipped. There was no patient involved.